Event description:
Family member of home pt (hp) contacted baxter's technical service center for assistance in ending the hp's apd therapy during fill 10/10, due to pt discomfort. Reportedly, the hp's prescribed fill volume had been increased to 500cc/exchange per the physician, and he had advised the hp to end therapy if discomfort occurred. In follow up with the hp's family member, they relayed the hp had been feeling stomach pain during fill cycles and pain in their rectum and vagina area during drain cycles of their apd therapy. Due to the low fill volume being instilled, the hp was utilizing the homechoice low recirculation volume apd set with cassette 4-prong. As the hp's fill volume was increased, the hp was switched to the homechoice automated pd set w/cassette 4-prong. The hp's family member stated that since being switched to the alternate homechoice set, the hp's pain had subsided. However, add'l follow up with the hp's rn revealed the hp was seen in the clinic and noted to be experiencing similar pain. The rn reported the hp has since been placed on tidal therapy and the fill volumes increased gradually to 900cc without reports of pain.